Manufacturer narrative:
The customer reported complaint that the autopulse platform sn (B)(6) switches off during operation after a few minutes was confirmed during functional testing. The root cause for the reported complaint was a failure processor board, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in jan. 2013 and is over 11 years old. The secondary complaint that the load plate cover was torn was confirmed during the visual inspection. The load plate cover was observed to have a hole that affects the watertight seal. The observed physical damage appeared to be the characteristic of user mishandling. The load plate cover will be replaced to address the issue. The autopulse platform failed functional testing. The platform switched off several times shortly after switching on; thus, confirming the reported complaint. The processor pca assembly will be replaced to remedy the problem. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints for autopulse platform with sn (B)(6).

Event description:
The customer reported during training, the autopulse platform (sn 40983) switches off during operation after a few minutes. No error messages were observed. Also, the load plate cover is torn open. No patient involvement.